Manufacturer narrative:
PMA/510k: this product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticmo12.6, -11.0/1.0/111 (sphere/cylinder/axis) implantable collamer lens was implanted into patients right eye (od) on (B)(6) 2019. On (B)(6) 2019 the lens was exchanged for a longer length lens due to low vault. This exchange resolved the problem.

Manufacturer narrative:
Additional information; h3- device evaluation: lens returned in a micro-centrifuge vial with moisture on lens. Visual inspection found haptic torn. Claim# (B)(4).